Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K133890. Investigation: samples received: 8 unopened racepacks. Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock. We have received 8 closed samples to analyze this complaint. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): (B)(4) in average and (B)(4) in minimum (ep requirements: (B)(4) in average and (B)(4) in minimum) additionally, needle attachment strength test has been conducted on the closed samples received in order to discard a faulty needle attachment during manufacturing process that could cause splitting/fraying in the thread. The needle attachment strength results fulfil the requirements of the european pharmacopoeia (ep): (B)(4) in average and (B)(4) in minimum (ep requirements: (B)(4) in average and (B)(4) in minimum) we have not found splitting on thread surface on the closed samples received before and after performing tests. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and bbs requirements. No corrective/preventive actions needed.

Event description:
It was reported thread splicing intra-operatively. The reporter indicated that during a breast reduction plasty, while suturing the mammilla the suture was under tension. The suture spliced during this procedure and fine fibers detached. The patient outcome was good. There was no delay in surgery. No other information has been provided.